Event description:
It was reported that when using the bd pyxis¿ medbank tower the user could not issue the medication more than the profiled amount of 0.25. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device could not issue medication. A technical support specialist (tss) found that the nurse was unable to issue the medication because the profiled amount was set to 0.25, and the system restricted issuing more than that amount. The pharmacy needed to update the profile to correct the quantity. As an alternative, the nurse was advised to use the add item button to perform an override, which the pharmacy could then approve, allowing the medication to be issued. The system functioned as intended after the technical support specialist investigated the issue.